Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Hi, I am new to the g6 as of two weeks ago. One sensor fell off in the pool and one sensor when I put in instantly filled with blood and gave me bad sugar readings. So I had a month's supply and now they're all gone in 2 weeks. Is this normal? Please see related sr's: (B)(4) nchodos: uploaded email related to case.